Manufacturer narrative:
B5 - "the problem was resolved." Should be added. (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(6).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to lens opacity ns, date assessed (B)(6) 2019. Phaco-emulsification (cataract surgery) and iol implantation was performed. The cause of the event is reported as unknown.